Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) - a follow up submission will be completed following the plant's evaluation.

Event description:
During a follow up call peritoneal dialysis nurse reported a patient had a leak sometime in the first week of april. The nurse could not determine the source of the leak. Patient discarded the cassette. The nurse indicated that the patient was not prescribed antibiotics and was asymptomatic.